Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient while in transport, the cardiosave intra-aortic balloon pump (iabp) kept purging and would not autofill. Patient was transitioned to the hospitals iabp without any issues. The hospitals iabp was utilized for the transport. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, g1, g3, g6, h2, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the failure. The fse replaced the pneumatic module assembly as a precaution. The unit passed all functional and safety tests. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of the unit kept purging and would not autofill. The fat performed a visual inspection and found the part to be in good condition. The fat installed pim in cardiosave test fixture and tested the part to factory specifications as per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the failure. The fse replaced the pneumatic module assembly as a precaution. The unit passed all functional and safety tests.

Event description:
N/a.